Event description:
(B)(4) received notice regarding the incident from the attorney representing the enduser, involving a rollator, a product imported and distributed by (B)(4). The enduser was using the rollator when one of the wheels allegedly sheared or broke off, causing the rollator to tip over and the enduser to fall to the ground. She fractured her dominant right arm and fractured her humerus which required surgery. Plates and screws were put in. This report is based on the information that was provided by the attorney representing the enduser.